Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that there was resistance inside excelsior xt-17. The coil continued to deliver but it prematurely detached inside excelsior xt-17 (detached unintentionally without using inzone). Both target and excelsior xt-17 was discontinued to use. The products were exchanged with same lot one and the procedure completed without problem. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was opened enough to allow passage of the device through without damage, no excessive force was applied while advancing the coil, and no torque was given where advancing the delivery wire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the coil embolization procedure, a coil (subject device) was inserted inside the patient¿s anatomy in combination with a microcatheter. The subject coil encountered resistance inside the microcatheter during advancement. When the physician continued to deliver the subject coil, it prematurely detached without detachment attempt inside the microcatheter. The subject coil was remained inside the microcatheter and was removed along with the removal of the microcatheter from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coil embolization procedure, a coil (subject device) was inserted inside the patient¿s anatomy in combination with a microcatheter. The subject coil encountered resistance inside the microcatheter during advancement. When the physician continued to deliver the subject coil, it prematurely detached without detachment attempt inside the microcatheter. The subject coil was remained inside the microcatheter and was removed along with the removal of the microcatheter from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.